Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit. Moisture corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was unable to power up and was completely unresponsive. The pump cover was removed to find no further moisture corrosion to the printed circuit board or to the continuous glucose monitoring module.